Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2011, the plaintiff was implanted with an ams miniarc precise sling to treat "vaginal vault prolapse, stress urinary incontinence, pelvic organ prolapse, cystocele and/or rectocele." The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries." The plaintiff's attorney also alleged that the plaintiff "experienced significant mental and physical pain and suffering, has required and/or will require additional surgeries and medical treatments and she has sustained permanent injury. Plaintiff believes injuries will result in some permanent disability to her person."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.